Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
Lb complaints was notified on 2021-02-21 by a representative that a femoral component, endo dfr product, that had a punctured internal sterile packaging. The box itself did not appear to be damaged. Product will be returned for investigation. Waiting additional information regarding any extended surgery time and event date. Update: the packaging issue was noticed during a surgery, after the tibial component was opened, which extended the surgery approximately 20 minutes, because there was not an additional large implant available so they had to downsize to a medium implant. [Customer].

Event description:
Lb complaints was notified on 2021-02-21 by a representative that a femoral component, endo dfr product, that had a punctured internal sterile packaging. The box itself did not appear to be damaged. Product will be returned for investigation. Waiting additional information regarding any extended surgery time and event date. Update: the packaging issue was noticed during a surgery, after the tibial component was opened, which extended the surgery approximately 20 minutes, because there was not an additional large implant available so they had to downsize to a medium implant. [Customer]